Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was a defect from the device during a prostate enucleation at the (B)(6). Furthermore, it was reported, that a second surgery was necessary due to the device defect. More information was requested regarding the incident but not yet obtained.

Manufacturer narrative:
Additional information regarding the return of the product was accidently omitted in the previous supplemental update in section d9. Please see the section d9 for the return date of the product. The complained (B)(4) was received on 2024-06-26 at the manufacturing site and was therefore available for investigation. The investigation has been completed on 2024-08-01. During the inspection, the following issues were found: - there is no external damage to the appliance. - when the main switch is switched on, the suction pump starts. It was found that with the low setting, the cylinders make grinding noises which are no longer audible when regulating up and no vacuum/vacuum can be built up with any setting. - the rubber dampers of the unit are torn off. - the hose connection on the outlet valve on cylinder 2 is torn, therefore no vacuum can be built up. - slight signs of wear on the flask in the glass cylinder. The most probable root cause is the wear of the (internal) hose. Because of this wear the hose torn and no vacuum could be generated. This could be prevented by regular maintenance (recommended in IFU). Further, the rubber dampers are worn which cause noise during application. Based on the available information and the results of the examination, there is no indication for a material-, manufacturing- or design-related failure. The root cause of the reported issue can be traced back to wear and tear / lack of maintenance. As also mentioned under 3.1a it remained unclear if the above-mentioned findings are related to the reported event from (B)(6) 2023 as the hospital reportedly used the device again successfully and for further surgeries. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Correction in section d1 - d2. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section b5. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
Further information about this case was received on the 15th of july 2024. The unimat 30 suction pump is a loan device that was sent as such to the (B)(6) hospital uro-op. According to the provided information, the suction power had dropped massively during use and the surgery could not be completed. The cause could not be determined intraoperatively. The pump was then used successfully again and for further surgeries with the same purpose (morcellation of the prostate). An on-site inspection of the device was carried out at the time of the event by the sales rep. Did not reveal any limitations. The suction power was according to the specification and the bacteria filter was unaffected.